Event description:
The customer reported being hospitalized with a high blood glucose reading of 700 mg/dl. The customer also reported that the insulin pump was in a foreign language. Assisted the customer in setting the correct language. The customer declined further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.